Manufacturer narrative:
The bilt3 reagent lot number was 86915801 with an expiration date of 30-jun-2026. The calibration was last performed on (B)(6) 2025, and it was acceptable. The qc recovery was outside of the acceptable qc range. The alarm trace showed sample foam detection and abnormal aspiration (sample pipetter s1) alarms. The field service engineer found that the cause was due to liquid presence on top of the reagent pack (component failure). He verified the volume adjustments of the rinse mechanism and removed bubbles from the pack. He then performed a visual inspection of the rinse mechanism and a hardware performance check. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bilirubin total gen.3 (bilt3) assay on a cobas c 503 analytical unit. Initial result: 2.62 mg/dl. The physician questioned the initial result, prompting the repeat of the sample. Repeat result: 0.6 mg/dl (tested on a 2nd line). The repeat result was deemed to be correct.